Event description:
Information was received that per the physician, the patient's status episodes were on par with the patient's pre-vns condition however the patient has not had seizures like this since using the vns. The most recent patient settings and diagnostics were from march and were within normal limits. The physician stated the status episodes could be due to low battery but are likely because the patient recently changed to a generic medication without the physician knowing and was the more likely factor of the cause of the status. After being explained that the generator is still providing therapy even with a "low battery" the physician stated the seizures were likely due to the medication change. Per the physician, the magnet not being able to abort the patient's seizures since she was in status was an expected event based on the condition of the seizures, and that the magnet would not have been able to stop them. Information was received that the patient's generator has been replaced prophylactically. The patient's replacement surgery facility is a facility that is known to discard products after surgery and is a no return site, therefore the generator has not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient recently began to have back to back seizures and rescue medications and vns magnet swipes did not stop them. The patient required intubation and hospitalization for continued seizures, at this point considered status epilepticus. Per the patient's sister, the patient had no obvious triggers for status epilepticus other than fatigue. No missed medications, no changes in medication, trauma, etc. Information was received that the patient is scheduled for replacement surgery. The patient's generator was reported to be checked and functional as normal, but with low battery. No surgical intervention has been reported to date. No additional relevant information has been received to date.